Manufacturer narrative:
(B)(4) for the reported event of stent prematurely deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent biliary stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct (cbd) on (B)(6) 2013. According to the complainant, the indication for the stent placement was treatment for cancer of the common bile duct. During the procedure, the physician was able to easily insert a guidewire and a balloon dilator was used to dilate the anatomy to 8 mm. The stent was inserted and the physician attempted to deploy the stent. According to the complainant, as the stent was deployed past the third radiopaque marker, it ¿jumped completely inside the patient¿ and prematurely deployed. The device was removed and a second wallstent biliary endoprosthesis was used to complete the procedure. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a wallstent biliary stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct (cbd) on (B)(6) 2013. According to the complainant, the indication for the stent placement was treatment for cancer of the common bile duct. During the procedure, the physician was able to easily insert a guidewire and a balloon dilator was used to dilate the anatomy to 8 mm. The stent was inserted and the physician attempted to deploy the stent. According to the complainant, as the stent was deployed past the third radiopaque marker, it ¿jumped completely inside the patient¿ and prematurely deployed. The device was removed and a second wallstent biliary endoprosthesis was used to complete the procedure. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found the stent had been deployed and was not returned. The outer sheath was retracted 122 mm proximal to the tip and the t-bar connector was positioned 83 mm distal to the hub. No issues noted with profile of stent holder that would have contributed to the complaint reported. No other issues were noted with the device. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.